Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, speaker error, speakers have been falling out was reproduced. Evaluation reproduced a system error 616 when powering on the device. A review of event history log revealed system error 616 multiple times. Evaluation also found the speaker was loose inside the rear case. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition determined to be loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of speaker falling out and speaker error during start up during preventive maintenance. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.